Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nose with juvéderm voluma® xc. The patient experienced ¿vascular occlusion¿ at the injection site. The patient was treated with antibiotics and other unspecified treatment. The patient did not respond to the treatment. The event is ongoing.